Manufacturer narrative:
Zoll has not yet received the catheter in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
An (B)(6) years old male patient was hospitalized and underwent treatment for hypothermia. An icy catheter was inserted into the left femoral vein on (B)(6) 2017 with the target temperature of 33 degrees celsius. After about an hour, with patient temperature of 34 degrees celsius, the nurse and the doctor noticed a fluid loss in the system. Fluid loss was compensated by new infusion solutions. The treatment was discontinued after 24 hours. There was no known patient consequence reported. Only one catheter was used during the treatment. However, the customer does not remember which catheter lot number was used. Customer provided two lot numbers for the catheters (lot 69144, MFR 3010617000-2017-01205 and lot 76616).